Manufacturer narrative:
H3 and h6: evaluation codes: updated. Device evaluation: one used and decontaminated device was returned for investigation. Under visual inspection we noticed a tear in cuff. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. The complaint was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.

Event description:
It was reported that during a cuff leak check prior to patient use, the cuff did not inflate. When the event was observed its use was discontinued. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.